Manufacturer narrative:
.

Event description:
It was initially reported that a patient had been referred for generator replacement surgery due to an end of service battery condition. The patient's caregiver subsequently called to report that the patient was experiencing more seizures and that the battery is "in the yellow." A meaningful battery life calculation could not be performed as there is no programming history since the date of implant ((B)(6) 2013) at which time the device output had not been activated. Review of available diagnostic data from the date of implant revealed no anomalies. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred.

Event description:
It was reported that the patient's generator was replaced. The explanted generator was discarded.